Event description:
It was reported that the patient presented for a lead revision procedure. The right atrial lead was explanted and replaced due to a high capture threshold. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.